Manufacturer narrative:
Investigation in process.

Event description:
Sales rep (B)(6) reported a revision. Dr (B)(6) will be removing a tm-s device from a year out. The tm-s device was implanted (via acdf) at c5-c6 and has healed. Following the initially surgery, the patient developed a herniated disc at c3-c4 and stenosis at c6-c7. The patient was revised to address the new issues and a corpectomy was performed.

Manufacturer narrative:
On (B)(6) 2016, complaint (B)(4) was reported by the sales representative , concerning a tm-s implant with the dimensions of 14x14x7mm (part no. 06-101-03071, lot no. 62998472). The implantation surgery occurred in (B)(6), on (B)(6) 2016. The subject device was implanted between cervical vertebrae c5-c6 as part of an anterior cervical discectomy and fusion (acdf) procedure with the use of mergence-s instruments. There were no complications in the implant surgery, nor was there any harm to the patient. It was noted the healed fusion of the cervical vertebrae c5-c6 three months after the tm-s implantation. In the same time, a herniated disc between cervical vertebrae c3-c4 and stenosis between cervical vertebrae c6-c7 had developed post-surgery. The acdf procedure was revised only in an effort to address the herniated disc and stenosis between cervical vertebrae c3-c4 and c6-c7, respectively. In the revision surgery, the tm-s device was removed and a vbr-s device was implanted into the patient. No issue relating to the design or function of the tm-s implant was reported. No action is necessary at this time.

Event description:
It was reported that a revision will be performed to remove a tm-s device from a year out. The tm-s device was implanted (via acdf) at c5-c6 and has healed. Following the initial surgery, the patient developed a herniated disc at c3-c4 and stenosis at c6-c7. The patient was revised to address the new issues and a corpectomy was performed